Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last couple years from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.